Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a shutdown while retrieving the medication. A field service engineer replaced the power supply to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system's nurse could not retrieve the necessary medications for patients while logging into the station. The nurse reported that the screen for medstation pyxis invasive 4 went blank during the removal process while the patient was preparing for surgery. There were no adverse events or injuries reported based on this incident.